Event description:
It was reported that the right atrial lead fractured. The lead was explanted but not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and the distal conductor had fractured. It was also noted that the proximal conductor had fractured, all conductors had blood/body fluid (not obstructed), the outer insulation was kinked/buckled and breached cut, there was blood in/on the helix mechanism, and the lead was stretched.